Event description:
It was reported a customer had a blood glucose around 36 mg/dl. The customer then stated their blood glucose rose to 79 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.